Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: review of the black box data and pump histories revealed that the data from the date of the alleged issue had been overwritten due to continued use of the pump by the patient. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.